Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator (eri). Premature battery depletion was suspected. This device was successfully replaced and will be returned for analysis.